Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on 7 contacts of the lead. The patient underwent a lead revision wherein the leads were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.